Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 246 mg/dl. Customer stated that the alarm started yesterday and he went to bolus but it was frozen. Customer stated that he received a motor error when he had changed the set a couple of weeks ago. Customer declined troubleshooting for the motor error and the frozen display. Customer stated that the time did not advance. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests. The insulin pump functioned properly noted. The motor passed motor test and no motor error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.